Event description:
Reporter indicated that the pt had an increase in seizures. The pt was doing well with vns therapy. However, within the last two weeks, the pt has experienced an increase in seizures (approximately 6 seizures). It was also reported that the pt was not experiencing any unusual stress and the device appears to be stimulating as programmed. Prior to these events, the pt's seizure frequency was about one every 3 months. It is unknown if the recent seizure frequency is above the pt's pre-vns baseline frequency.